Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - unit received with the lock having movement and a residue buildup was present. Unit is requiring replacement of worn internal parts. General maintenance and cleaning required at this time. New components added to replace worn internal parts. Root cause complaint confirmed via inspection of the unit. Unit received with the lock having movement and requiring replacement of internal parts worn from routine wear and tear. This unit is beyond integra¿s 7 years recommended life cycle 2007. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2021-00684: a facility reported that the swivel lock on a mayfield modified skull clamp (a1059) is loose and the ratcheting mechanism catches. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.